Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device was received without fluid. White foreign material was observed within the device and no material observed the shell surface. Device has a permanent mark. No other anomalies were observed. Complaint was confirmed. On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor smooth round moderate profile 460cc saline breast implant had a black magic marker circle on it before the surgery. The implant was set aside and a new implant was used on the patient. The issue only caused a small delay in surgery. There was no adverse effect to the patient and no additional procedures performed.